Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: the black box shows no suspend on the reported date of (B)(6) 2016. The pump powers up with auditory and vibration to a blank screen. Unable to verify steps and to adequately investigate reported ¿suspend¿ complaint. The pump¿s cover was removed, the display screen was found smashed and cracked. No intermittent condition was found to the pcb.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.